Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient had tubing issues, the tubes were cracked/broken. Two sets had tubing snap off the connection needle, first on day 1, second on day 2. No further information available.